Manufacturer narrative:
Patient programmer mode: 8835, serial # (B)(4), catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown. (B)(4).

Event description:
It was reported that there was fluid build-up around the pump. There was a revision/exploration scheduled on (B)(6) 2012. The plan was to make an incision in the back to see if the catheter was patient and then "possibly" open the pump pocket. It was later reported that the doctor "took a closer look" and found that it was "only fat." The pump was infusing morphine.